Event description:
A falsely low ctni result of 0.06 ng/ml was obtained on a patient sample. This result was questioned by the physician as inconsistent with the clinical picture. The same speciment was retested on the same analyzer and a ctni result of >100 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely depressed ctni result. Laboratorian indicated a sample integrity issue due to presence of fibrin in the primary tube.